Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 25. Sep. 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the inserter for titanium elastic nails is broken. It is not known when or how the device broke. This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12july2017, surgery was less than 30 min ¿ there was no impact on patient and all fragments were removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12july2017: surgery was less than 30 min ¿ there was no impact on patient and all fragments were removed.

Manufacturer narrative:
Product development investigation was completed. The received handle was cracked at the blue plastic handle as described in the complaint condition. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument handle. The manufacturing review shows that the production procedure was per the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, due to limited information in the complaint description, how this occurred could not be confirmed. The probable cause of the breakage could be the result of a mechanical overload situation during use. Based on the received condition and the investigation results, the cause of failure is not due to any manufacturing non-conformances. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. No product fault could be detected. Corrected data: patient information was not provided for reporting. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument broke intra-operatively. The procedure was prolonged for less than 30 minutes.